Manufacturer narrative:
An event of device migration after few days of implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the cause of the device migration was uncertain. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device migration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025. An 18mm amplatzer post-infarct vsd occluder was selected for implant to treat a post-infarct ventricular septal defect (vsd). The defect was measured at 11mm. Sizing of the device was determined with computed tomography (CT). Transthoracic echocardiogram (tte) and transesophageal echocardiogram were used during the procedure. During implant, the occluder appeared elongated through the ruptured septum tissue. Tee was difficult due to echocardiogram drop-out. It was believed that the occluder was stable and closed a majority, if not all of the post-infarct vsd. The occluder was implanted. On 25 february 2025 the occluder was noted to have embolized to the pulmonary artery. The occluder was snared and removed from the patient. The patient was referred to surgery for surgical closure of the vsd. The patient status was hospitalization.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 an 18mm amplatzer post-infarct vsd occluder was selected for implant to treat a post-infarct ventricular septal defect (vsd). During implant, the occluder appeared elongated through the ruptured tissue. Trans-oesophageal echocardiogram (toe) was difficult due to echocardiogram drop-out. It was believed that the occluder was stable and closed a majority, if not all of the post-infarct vsd. The occluder was implanted. On (B)(6) 2025, the occluder migrated and was snared and removed from the patient.